Event description:
Hold for du/7/21 it was reported that a caller stated they had a arctic sun device and they needed to replace due to the fact the water temperature was very cold even though the patient was well below target (they no longer had it in the room to obtain the serial number; suggested to have biomed do a calibration or functional check on monday). New device (B)(6) was not set up yet because the arctic sun gel pads are "frayed." They need to change the pads out before they set up the new device. Offered to call back and nurse says they were leaving. The night nurse was there and sounds very frustrated stating that they do not wish to deal with troubleshooting the device. They tried to get the lot number of the pads, but they stated that shift was over and to call back in two hours. The nurse did answer phone and confirm new device was working when called back. I could not get any additional details from the nurse.per follow up information received via phone on (B)(6)2026, the nurse stated they could not pull therapy information without a patient ID or room number. They could not provide any information and denied having any retained pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.